Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, and the imaging window and drive cable were twisted. An impedance test showed an electrical open at the distal end of the catheter, between 0-10 cm from the distal housing. Media returned by the customer was inspected and did not show evidence of the reported allegations. Based on the evidence, the as reported codes of device guidewire stuck and image lost are confirmed. The open distal failure and the twisted imaging window could have contributed to the image loss. The kinked sheath could not have contributed to the image loss.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was stuck with the guidewire and the imaging could not be shown. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was stuck with the guidewire and the imaging could not be shown. The procedure was completed with another of the same device. There were no patient complications reported.